Event description:
Healthcare professional (hcp) reported injecting a patient 0.8ml to the lips and 0.2ml to the chin cleft using juvéderm® ultra plus xc. Patient had previously received 1ml juvéderm® voluma® xc chin filler and 1ml juvéderm® ultra plus xc nasolabial fold one year earlier. Patient experienced a vascular occlusion "intraorally under [the] tongue". Hcp noted they checked aspiration prior to each injection. Hcp later reported the patient initially experienced right-sided jawline pain immediately post-injection. Patient reported to hcp they were exposed to an unspecified "viral illness" which they experienced "similar symptoms, including pain radiating from the ear into the teeth and jaw". Three days later, patient reported they were "overall doing well but noted development of a canker sore beneath [the] tongue". Hcp reviewed photos of the patient and reported "concerning signs of intraoral necrosis". Hcp noted upon in-office examination of the patient a 3cm area of blanching. Patient was treated with hylenex injection, 12 vials into the submental, mental foramen, and cleft chin, sildenafil 25mg po, asa 325mg po, warm compress, massage, and red light therapy. The following day patient was treated with hylenex injections 3 vials to submental area, sildenafil 25mg po, asa 325mg po, warm compress, massage, red light therapy. Patient was instructed to continue management of symptoms with sildenafil 25mg po, asa 325mg po, warm compresses, chlorhexidine mouth was tid, magic mouth wash (diphenhydramine, maalox, and viscous lidocaine) as needed, "difliuan" 150mg po and nyastatin mouth wash. Symptoms resolved sixteen days post-onset.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, a5, a6, b2, b3, b5, b7, c1, c3, d1, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips and 0.2cc in the chin with juvéderm® ultra plus xc. Patient experienced a vascular occlusion "intraorally under [the] tongue". Hcp noted they checked aspiration prior to each injection. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.